Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. External inspection of ventilator revealed a frayed pigtail with outer sheathing open, exposing wires. Internal inspection did not reveal any abnormalities with ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The service technician replaced the pigtail and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 pigtail shorted and resulted in the pigtail being overheated while connected to a patient. The patient was removed from the unit and placed on a backup ventilator. The caregiver plugged unit into the sprint pack and the units pigtail began to overheat. The caregiver noticed the melting plastic and immediately disconnected the pigtail. The customer confirmed there was no patient harm associated with the reported event.